Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. A lead revision was performed and the lead was capped. During the procedure, the physician elected to change out the device. It was difficult to unscrew the right ventricular channel and the screw driver would turn freely without engaging the screw. The device was explanted and replaced and a new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated no anomalies were found. The returned device indicated a damaged grommet. The returned device also included a set screw with a rounded socket.